Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18: extremely high glucose. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of fatigue, excess urination, thirst, or blurry vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 04/30/20020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.